Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level was displayed as "high"; however a specific value not provided. Customer administered a manual injection to address bg. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Lastly, the customer alleged the pump was not delivering a bolus as intended; however this could not be confirmed as pump logs were not available. Reportedly, customer delivered a bolus and continued to use the pump for insulin therapy.